Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A medical science liaison reported on behalf of surgeon that has performed a micro-stent implant procedure on two patients, the first patient experienced an initial postoperative intraocular pressure (iop) of <6 mmhg. The pressure has improved in time. On the second patient, hypotony and hyphema were experienced. Additional information was requested. There are two manufacturer reports associated with these events. This report is for the first patient.

Manufacturer narrative:
A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There was not enough detailed information provided for evaluation. While the surgeon reported difficulty with device implantation, there are no specifics regarding the nature of the difficulty. Likewise, the report of intraocular pressure (iop) < 6mmhg in the early postoperative period is not accompanied by information regarding the presence of an oversized cyclodialysis cleft or use of postoperative medication that may have an impact on iop lowering. The product instructions for use IFU) provides detailed instruction regarding device implantation is encountered. Possible root cause is that early postoperative hypotony is a risk associated with device use and is stated in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).